Manufacturer narrative:
Patient¿s date of birth was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 1 day. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient experienced an episode of ventricular tachycardia (vt) and then had a code situation. Cardiopulmonary resuscitation (CPR) was performed on and off for 45 minutes. The patient was placed on extracorporeal membrane oxygenation with another manufacturer's device to be stabilized. An echocardiogram (echo) was performed which showed very poor right heart function. A temporary rvad was then placed. It was reported that at the time of the vt that the lvad was operating as expected. There were no signs/symptoms of thrombus. The patient did not have a pre-lvad history of vt or arrhythmia; this was an isolated vt storm event. It was reported on (B)(6) 2017 that there was concern for stroke that had possibly occurred during the code or shortly after. The patient had been allowed to wake up and was not moving right side of body. A CT scan was not completed initially due to the patient¿s critical status with rvad support. Heparin infusion had been stopped. The patient had the residual effect of right arm paralysis from the possible stroke. On (B)(6) 2017, the patient developed decreased hematocrit. A CT scan showed no intracranial hemorrhage. Acute ischemic infarct could not be ruled out without MRI. The CT scan also indicated spontaneous large right retroperitoneal (rp) hemorrhage and hemorrhagic shock which required transfusion of 10 units red blood cells (rbcs). The site of bleeding was intra-abdominal. Anticoagulant at the time of the event was a heparin infusion. The patient was placed on vasopressor support. An echo showed poor right ventricular (rv) function without any improvement since rvad support was initiated. Rvad support continued. It was reported on (B)(6) 2017 that the patient¿s total bilirubin had been progressively rising over the prior 48 hours along with the patient¿s lactate dehydrogenase (ldh), which was concerning for the potential for thrombus within the vad circuitry. The patient remained off coagulation due to the rp bleed, which had stabilized. The patient was not on any anticoagulants at the time either. The patient had hemolysis and worsening heart failure. The patient had prolonged hospitalization for the suspected device thrombosis. It was reported that vascular surgery was consulted and had the opinion was the due no treatment available for the spontaneous rp bleed, the increased pressor requirement, and poor rv function without any improvement post-rvad, the decision was made to withdraw care on the patient. Care was withdrawn and the patient expired (B)(6) 2017. The vad was not retrieved.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be determined through this evaluation. The report of suspected device thrombosis could not be confirmed as the device was not explanted and is not available for evaluation. Thrombus and right heart failure are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's cause of death is listed as right heart failure.